Event description:
It was reported that a patient underwent a laparoscopic hernia repair procedure on (B)(6) 2015 and absorbable straps were used. During the procedure, the trigger could not be fully grasped when it needed to be fired again after it was fired on the cooper's ligament. The device was removed from the patient and it was found that the white part of the tip was about to come off and it did come off outside of the patient while being checked by a nurse. Another like device was used to complete the case. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. The device was returned with the cannula cap detached from the cannula tabs and missing. No other visual damages were noted. Fire testing was not conducted because trigger was jammed. A possible cause for the condition of the cannula cap broken or lose cannula is indicative of the device being fired into bone or another hard surface. An investigation has been initiated to address the potential root cause of the issue.